Event description:
It was reported that loss of capture was observed after an open heart procedure. The lead was capped and replaced with a longer lead. There were no patient complications due to the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.